Event description:
The pt has two leads implanted with the same lot number. It was reported, the pt is experiencing a shocking sensation in her back. The pt states, the leads feel like they are "in knots" and "it hurts" since she lost 145 pounds. The pt has turned off her stimulation until she can meet with her physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.